Event description:
It was reported that during a da vinci assisted surgical procedure, the set-up joint (suj3) had limited range of motion. Customer stated that axis 5 was hard to move and they could hear noise while moving it. No errors were reported on the system. Customer continued with the procedure without patient side manipulator (psm3). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse inspected the system and noted that set-up joint was defective and motion on axis 5 was limited. Fse replaced the set-up joint (sjx) to resolve the reported issue. The system was tested and verified as ready for use. The sjx involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the set-up joint (sjx) involved with this complaint to perform failure analysis. The sjx unit was analyzed and after visually inspecting the unit, the issue with axis 5 being stuck was replicated. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to a the faulty sjx axis 5 brake clamp, stop block and bumpers.

Event description:
Refer to h11 for follow-up information.